Event description:
I went to reorder insulin pump supplies from tandem diabetes and the infusion set I usually use (for the last several years) called tru steele initially had a limited supply available, being one month of 20 sets instead of the 3 month supply I typically order as prescribed by my physician. Then on the call they did not have enough to ship a month supply and wanted to know if I can change infusion sets. I am unable to use the cannulas with the plastic tubing on a regular or long-term basis. I get itchy skin rashes, knots under my skin, and the insulin ends up not absorbing properly due to swelling. I was told the manufacturer is having issues producing the supplies and some of the infusion sets also leak or do not work properly. From what I am finding there are 300,000 to 450,000 people in the u.s. Are impacted by the tandem insulin pump supply issues. Not to mention, if this manufacturer makes supplies for other pumps that number climbs. So all of the diabetics are at risk to have anything from a short-term inconvenience to a long-term, life-threatening event without the supplies to use the insulin pump. Many diabetics already have other health issues impacted by the effects of diabetes, including me, that can be dramatically worsened if they do not have the supplies. Not to mention the anxiety and worry about not having the supplies.